Event description:
It was reported that during the implant procedure there was difficulty placing the right ventricular (rv) lead and a perforation was suspected. The lead was capped and left in the patient. A second lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).